Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident has been returned to belmont medical technologies UK for evaluation. It was reported that the incident occurred during routine tests in the workshop; there was no patient involved. The operator's manual instructs the user to plug the system power cord into a dedicated-grounded, 3-prong, minimum 10 amp, ac receptacle, as the system can draw a significant fraction of the circuit capabilities and therefore cause the theatre breakers to trip when the line is shared. It is unclear whether the device was plugged into a dedicated outlet. Without results of the device investigation, it is not possible to establish a root cause at this time. A follow-up report will be submitted upon completion of the investigation.

Event description:
Belmont medical technologies received the following report (incident number (B)(4)) from (B)(6) in the UK: "device tripped out the mains ac contact breaker in emergency operating theatre." It was reported that the incident occurred during routine tests in the workshop with no patient involved.